Event description:
It was reported that 1 month ago the patient had a surge in stimulation and looked at the patient programmer (pp) and it said ¿mobile.¿ the patient was not able to confirm an elevated voltage on the pp, but it felt like it was greater than the normal amplitude of 5.9 volts. After the increase in stimulation the patient turned off the device. After 30 minutes he turned stimulation back on and had not had the issue since. It was noted that the patient did not have the position of upright and mobile assigned to a voltage. They were recommended that they assign the position and have the patient log any other instances. If it did occur again, they would look to take further action at that time.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).